Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 203 mg/dl using truemetrix air meter and test result reported of 166 mg/dl using trueresult meter. The customer tested on back to back mode. The customer's expected fasting blood glucose test result range is 130 - 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: the 203mg/dl 08/30/2016 10:34 am fasting: yes, the 306mg/dl 08/29/2016 04:54 pm fasting: yes, the 221mg/dl 08/29/2016 10:26 am fasting: yes, the 232mg/dl 08/29/2016 10:34 am fasting: yes, the 220mg/dl 08/28/2016 05:10 pm fasting: yes. Memory concerns: customer is concerned with all these results. Manufacturer does not recommend the meter to meter comparison since the booklet guide(IFU) provide important information to obtain accurate testing results.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 203 mg/dl using truemetrix air meter and test result reported of 166 mg/dl using trueresult meter. The customer tested on back to back mode. The customer's expected fasting blood glucose test result range is 130 - 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: customer is concerned with all these results. Manufacturer does not recommend the meter to meter comparison since the booklet guide(IFU) provide important information to obtain accurate testing results.